Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. It is alleged that a kink is visible in the catheter. Additionally, the patient is experiencing a cerebrospinal fluid (csf) leak out of the spine from surgical complications related to a car accident that occurred prior to implant. The pump was explanted on (B)(6) 2019.